Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal removed and the pump top and bottom case in fair condition, cracked right plunger case, and cracked battery door. A review of the event history log was unable to be performed as the main pc board was corrupted. Occlusion testing was performed and duplicated the reported motor rate error. The cause was related to multiple worn components. It was indicated the device was over 11 years old. Based on the evidence, the root cause was attributed to normal wear of the device.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.